Event description:
It was reported that while the ventilator was connected to a patient, the screen went blank and ventilation stopped. There was no patient harm. (B)(4).

Manufacturer narrative:
(B)(4). The ventilator was investigated by field service engineer (fse). It was not possible to duplicate the reported event of blank screen and stop of ventilation. The ventilator passed all safety and functional tests and was cleared for clinical use. Evaluation of received ventilator logs was performed. The event log contains a ventilator shutdown from ongoing ventilation on the reported event date which is not preceded by a standby. This shutdown may correspond to the reported event. The shutdown is registered as normal together with a system startup later on, which implies that turning off and on the ventilator was done by the on/off switch at the rear of the user interface. There are no technical alarms in the technical log indicating no ventilator malfunction. The last successful pre-use check was performed two days prior the date of event. The conclusion in the matter is that the ventilator did not shutdown by itself. The shutdown was done by the on/off switch at the rear of the user interface, but how it was done or who did it has not been determined.

Event description:
(B)(4).